Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using the powered stapler for a roux-en-y laparoscopic gastric bypass procedure, leaks would be found at the site of functional side-end jejuno-jejunostomy during leakage tests. The leakage is observed to be at the distal end of the cartridge. The two most distal staples that is closest to the knife would close without gripping the tissue surrounding the anvil. There was no patient injury.